Event description:
The consumer stated the side rail will not latch. The bed is located in the consumer's home. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
No further info is available on the repair of the bed at this time. The consumer is waiting on insurance approval to repair the bed. A f/u report will be sent once this info becomes available.